Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: weight to the spec, yellow particle in the gel and opening in the anterior. A microscopic analysis was performed which identify striated opening in the anterior side. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported "image of capsular doubling on ultrasound", "suspicion of rupture observed on MRI". "At explant, intracapsular rupture without leakage confirmed". This relates to right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "image of capsular doubling on ultrasound", "suspicion of rupture observed on MRI". "At explant, intracapsular rupture without leakage confirmed". This relates to right side. Device has been explanted.